Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.

Event description:
It was reported by the patient that the use of dental tool, cavitron, "made her dizzy." She also stated "last week coffee grinder made me break into a cold sweat." Additional information received indicated suspected premature battery depletion. The patient had presented with "brady symptoms" at some point, and a reset message was observed, along with a depletion message. Recently, a transtelephonic test was done and showed the battery status to be "good." Shortly afterward, the patient presented to the emergency room with shoulder complaints. The device was later checked and was explanted and replaced. The patient subsequently called again to report that her device "did not give the 3-month warning that the battery would be dead." She stated her device had to be replaced in an "emergency situation." There were no further patient complications as a result of this event.